Event description:
On oct. 9th a port was inserted in a male pt in radiology. The port was accessed for chemotherapy and went with no apparent difficulties. The pt returned to work on oct.14th, where he states he raises his arms over his head frequently during the course of the day. On oct. 18th, the port was accessed and found to be non-functional. Angiography showed the catheter disconnected and laying in the rv/pa. The port and the catheter were removed.